Event description:
It was reported that during advancement of a 2.25 x 15 mm nc trek balloon catheter over a guide wire, there was resistance felt and the proximal shaft separated into three pieces. The separations occurred outside the anatomy so the balloon catheter was easily removed. Another nc trek balloon catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The separated shaft was able to be confirmed; however the difficulties advancing the guide wire could not be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.